Event description:
It was reported that customer pump touchscreen cracked and shattered after customer walked into sharp corner of kitchen table, leaving screen illegible and preventing any interaction with pump. There was no adverse impact to the customer's blood glucose level. Customer was able to confirm damage under screen protector, and supplier noted pump was outside warranty; no further corrective actions or replacement information was reported.